Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced communication loss (comm loss) with multiple transmitters. Technical support (ts) is troubleshooting the issue. There was no patient injury reported. Investigation summary: the customer was able to resolve the issue of communication loss by replacing one of their switches in ticket (B)(4). Which is a recurrence of the issue. Switches are controlled by the customer and are not an nk product. Rot cause is related to hospital network environment. There is no evidence of an nk device malfunction. Manufacturer references # (B)(4).

Event description:
The customer reported that the central nurse's station (cns) experienced communication loss (comm loss) with multiple transmitters. There was no paient injury reported.

Manufacturer narrative:
Technical support (ts) is troubleshooting the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) experienced communication loss (comm loss) with multiple transmitters. There was no patient injury reported.